Manufacturer narrative:
Investigation: the returned units were functionally tested and the report of leakage was confirmed. Sample 1 had several small scratches and a tear of 0.27mm in the wall of the cuff, 25mm from the distal tip of the tube. Sample 2 had a tear of 0.28mm in the wall of the cuff, 24mm from the distal tip of the tube. A review of our complaints history confirmed there have been complaints of deflation in use on this prod code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of numbers annually. We were unable to review lot specific mfg records as no lot number was provided. A review of mfg process confirmed the presence of a cuff inflation checked carried out on 100% of this prod line. Root cause: it is unclear whether both samples were testing in accordance with the prod instruction for use leaflet. However, we feel the root cause for these events is that the cuff became damaged either during insertion through the stoma or following inflation of the cuff. Though these prods are designed to be as robust as functionally possible , puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.